Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the broken screw could not identify any product mistake. Reviewing manufacturing- and material documentation shows that this lot was released after faultless final inspection. The material certificate shows material conformity as well. Microscopic inspection shows homogenous surface of the broken area what indicates material conformity as well. Device history record review and microscopic investigation shows conformity of the broken screw. Therefore mechanical overloading was determined as root cause for the breakage. Permanent cycling loading during healing process may have led to overloading situation which resulted in breakage finally. No actual product fault could be found with this article. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cortex screw in question was found broken post-operatively on (B)(6) 2015. The reported cortex screw was used for a distal humerus fracture case (left arm) on (B)(4) 2015. The affected part was immobilized with a splint by (B)(6) 2015 and the fixation method was switched to by bandage on the same day. The surgery of explant and implantation was performed on (B)(6) 2015. The patient condition was stable after the re-operation. It was also reported that there is a broken screw, and in addition, the distal screws have all pulled out. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: kwo, hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.